Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose blood reading is 236 mg/dl. Customer treated with manual injection. Customer had stomach pain and shortness of breath four to five days. Customer also had an ulcer. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
The insulin pump received with blank display due to loose power connector on interface board. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due ot blank display.